Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed and had moisture damage. The customer stated the insulin pump alarmed button error and unable to clear it. The customer's blood glucose was 376mg/dl. Customer mentioned she went to bolus and it just stopped. The insulin pump alarmed unexpected restart. The customer stated the pump had moisture on screen due to sweat. The customer was advised to discontinue use of the pump and revert to back up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased express act button dome switch. No unlocked lcd keypad connector. All operating currents are within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected a17, a21 or a47 alarm anomalies noted. No moisture damage was found on the electronics, motor, battery tube, vibrator and keypad assembly noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.